Event description:
The following was reported to hamilton medical ag: "during a repatriation of a ventilated patient a query malfunction of the ventilator occurred. Initially the ventilator was working in a spontaneous support mode but due to medication administration the mode of delivery eventually needed to be changed to pcv+ for ventilation purposes. After this occurred it was noted that the ventilator was delivering breaths as the rate set but monitoring the ventilator it was noted that there was an appropriate pressure waveform but no flow or volume waveforms associated. Cardiac monitor was registering only half of the set breath rate. Increasing etco2 and fico2 on monitor noted. Ventilator registering high autopeep so appropriate ventilator changes made to mitigate and manual decompression of chest (no noted lung pathologies/asthma in pmhx). Eventually patient switched to bvm to ventilate but noted normal compliance and pips, adequate chest rise and fall, and no spontaneous respirations. Equipment trouble shooting attempted with change of hme performed. Once ventilator put back on patient normal waveforms across pressure/flow/volume. Several minutes later similar thing started to happen. This time attempted to switch into cmv+ to try to target volumes delivered to patient with no effect. Attempted to trouble shoot by removing various pieces of airway attachments in case of equipment failure and checked lines and tubings for kinks with none found. Only item not switched during troubleshooting was flow sensor. Due to hemodynamic stability and proximity to receiving patient switched on bvm for duration of transport. At receiving hospital, rt was given vent parameters matching previous ventilator/bvm setting and attached to patient with no asynchrony or ventilation issues noted at toc. The case has not been reviewed yet by hamilton medical ag, therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Manufacturer narrative:
Investigation outcome: it was reported that during the patient transfer patient was not able to receive adequate tidal volume after switching ventilation mode from spont to pcv+. It was stated that the ventilator appeared to be delivering breaths at the set rate with appropriate pressure waveforms, no flow or volume waveforms were observed, and the cardiac monitor detected only half the expected respiratory rate. Increased etco2 and fico2 were observed on monitor and ventilator registered high autopeep. The patient was transitioned to bag-valve-mask (bvm) ventilation, which showed normal compliance, pips, and chest rise, but no spontaneous efforts. After troubleshooting¿including hme replacement¿normal ventilator waveforms returned briefly. However, the issue recurred minutes later despite switching to (s)cmv+ mode and verifying all circuit components except the flow sensor. Consequently, bvm ventilation was continued for the remainder of transport. Upon arrival, the receiving respiratory therapist applied the same ventilator settings without any evidence of asynchrony or ventilation abnormalities. In device log files, on (B)(6) 2025 it was noticed that the device failed flow sensor calibration multiple times and on two occasions the device switched into ambient state due to it was not able to release the pressure. The local biomedical tested the device over several days, toggling through various ventilation modes as described in the report. The reported issue could not be reproduced. All service software diagnostics and functional tests were completed, with results confirming the device is functioning correctly and was cleared for use. This case is considered as closed.